Event description:
It was reported that the patient deceased due to sepsis related to a defibrillator lead removal. The aicd lead and generator were manufactured by (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".